Event description:
It was reported that the asymptomatic patient presented to the clinic after receiving a vibratory alert. The device was post-paced t-wave oversensing on the ventricular channel, which was noted on a stored egm. Reprogramming was recommended.